Event description:
Additional information later reported that per the clinic the symptoms were related to the patient stopping steroid abruptly and not related to the pump.

Event description:
At the time of this report the patient reported feeling extremely weak, felt real tired and inside my body just shakes, my hands shaking all over. The patient also had chest pains on the left side and left arm had a very dry mouth at night while sleeping, lots of sweating, felt like they have had a pain shot. The patient¿s blood pressure was up and down and also had headaches. The patient felt like they were having withdrawal from taking a drug. The patient felt as if someone had given them a ¿shot¿ at times. The patient stated ¿ I kind of done this same thing when my first pump started messing up and I done a lot of the same things when my first pump was shutting down with me.¿ the pump was used to deliver morphine. No interventions, diagnostics or patient outcome was reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11298r13, implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type catheter. (B)(4).